Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl due to no insulin in the pump for delivery. Customer was a new pump user and was in pump training. Customer reverted to another pump and manual injections to treat elevated bg. Recommendation was made for customer to discuss event with a healthcare provider.